Event description:
A malfunction was reported with the customer's pump, but the customer declined to troubleshoot the issue during the call, opting only for documentation. There was no adverse impact on the customer's blood glucose level, as it remained within the normal range. The customer addressed the problem by taking manual injections and decided to continue with this method for insulin delivery.